Event description:
Please see event description below for more details: during a left sided atrial tachycardia procedure, a pericardia! Effusion occurred. Transseptal puncture was done with a non-abbott needle and was difficult. The physician felt he was not in the left atrium, so he aspirated with a syringe through the sl0 introducer and blood was noted {likely pericardia! Liquid which was red). The needle and sheath were removed from the patient and an effusion was noted. No intervention was required, and the patient remained stable. The tca was controlled during all the procedure and was normal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).